Event description:
It has been reported to co that during prep it was noticed that this device was defective. Reportedly, there was an indication of a possible crack in the device. There was no pt involvement. The device is being returned for co's analysis.